Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was verified by function testing. The cause is an inoperable downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the lock cassette mechanism was not working, and always had an unlocked cassette message. The reported product fault occurred before infusion. There was no patient involvement, and no patient harm/adverse event reported.